Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced air bubbles/air leakage in syringe during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8344620. Verbiage received: caller reported excessive bubbles in the cartridge that would not go away, customer stated they thought it was a cartridge issue and changed cartridge. Customer stated after changing the cartridge the issue kept occurring so they changed out the syringe which fixed the issue. Customer stated they did not have any issue with the cartridge, they realized it was a syringe issue. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - 3ml syringe, pn 309657. Product lot # - 8344620. Did issue cause any injury? No. Did customer require medical intervention? No. Resolution - distributor explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further distributor follow up is required. Distributor to replace cartridge and syringe. Customer was satisfied.